Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system 20 ga 1.25 in (dual port w/cap) had a needle through the catheter. The following information was provided by the initial reporter: "today I heard that there has been another similar incident in recent days with the nexiva rose infusion needle. Again, the needle was pierced through the plastic lumen at the base. This, however, without the needle being moved up again. This concerns the type of nexiva needle that we temporarily had here as an alternative due to delivery problems with the type that we normally have. Because this stock of temporary needles was not yet finished, we still have a few boxes here. I propose to return it (or throw it away?)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one used unit without packaging and one photo. Bd also received 148 units within sealed packages, 125 were from ref. 383647, lot 9284508 and 23 units were from ref. 383647, lot 9352681. 75 units were randomly selected from the returned units to be inspected as representative units. No anomalies or damage were observed in the representative units. Through the visual/microscopic examination, the used unit revealed the needle had pierced the tubing wall near the tip of the catheter confirming your reported issue. Thick media was also present throughout the unit, indicating that venipuncture had occurred and that the unit was correctly assembled with the needle and catheter intact at the time of insertion. The photo also showed that the catheter had been pierced and that media was present. Based on the condition of the returned unit and photo, the defect most likely occurred in the user environment. If this were a manufacturing produced defect it would have been seen by the user before use. A device history record review could not be performed as the actual sample lot number is unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system 20 ga 1.25 in (dual port w/cap) had a needle through the catheter. The following information was provided by the initial reporter: "today I heard that there has been another similar incident in recent days with the nexiva rose infusion needle. Again, the needle was pierced through the plastic lumen at the base. This, however, without the needle being moved up again. This concerns the type of nexiva needle that we temporarily had here as an alternative due to delivery problems with the type that we normally have. Because this stock of temporary needles was not yet finished, we still have a few boxes here. I propose to return it (or throw it away?),".